Event description:
New information received noted that the patient presented remotely via merlin.net. The patient's implantable cardioverter defibrillator (ICD) re-exhibited post-paced t-wave oversensing. No intervention was performed. The patient will further be monitored. There were no patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with multiple episodes of non-sustained right ventricular oversensing. Upon interrogation, it was noted that the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. Programming changes were discussed, no intervention has been done. The patient was in stable condition.